Event description:
I was implanted with syncar tmj implants bilateral by dr. (B)(6) in (B)(6) on (B)(6) 1981. I had serious effects from them in about 6 weeks which required a 2 month stay in the hospital in (B)(6). Finally dr. (B)(6) removed the syncar implants only to replace them with his vitek implants a few months later. I was unable to find any information as to what the syncar implant was made of. I contacted the (B)(6) who told me they had that information but they refused (even under the freedom of information act) to give them to me because "dr (B)(6) has never been sued for that implant and sending them to you would open it all up." There is no information available, not even a patent information. My chart from being in the hospital those two months only includes a few pages. I was seen by numerous doctors, had numerous tests and procedures done in those 2 months. There is not one page of them in my chart. The medical records director, after receiving my request for my records phoned me to report that my chart had been "cleaned out." I progressively became more ill over the with my doctors having no explanation for most of it. The vitek implants had defragmented totally into microscopic pieces by the time they were removed. The effects of those implants have left me permanently disabled for almost 35 years and I have not had one day without pain since (B)(6) 1981. My entire adult life was taken from me and it never should have happened.